Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4) device not returned . Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please provide the lot number: ans: not available as it is not recorded by the hospital staff. 2. Did any piece of the needle fall into the patient? Ans: unknown. 3. If yes, was the needle removed during the initial procedure? Ans: n/a. 4. Was there any adverse patient outcome? Ans: no. 5. What tissue was being sutured when the event occurred? Ans: heart. 6. If retained, what tissue structure is the needle piece located in? Ans: n/a. 7. Is there any medical or surgical intervention planned to retrieve the needle piece? Ans: no. 8. Is there any product available for evaluation? Ans: not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The needle detached from swage and is missing during the procedure. The procedure was successfully completed. No medical intervention was required. No adverse patient consequences were reported. Additional information was requested.